Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-2324kbcsp knotless biocomposite swivelock sp mechanism was not locking. The knotless biocomposite swivelock sp converted normally; however, then the surgeon tensioned, the locking mechanism kept slipping. With the use of a grasper, it was pulled back, and the knotless mechanism portion was undone. The mechanism did not fully unlock but it was not fully set. The anchor was left implanted. This was discovered during a procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.